Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer followed instructions to wait for prompts before replacing cartridges, but continued to experience consecutive alarms. Technical support confirmed the issue and arranged to replace the faulty pump. The customer agreed to use multiple daily injections as a backup therapy and was advised on steps to store the pump and return it to tandem to avoid charges. Instructions were provided on setting up the replacement pump and connecting the continuous glucose monitor. Technical support confirmed the customer's shipping address and sent a replacement pump.